Event description:
Pt developed a rapid ventricular tachycardia of 180-190. Pt was conscious. Attempts to cardiovert using 3 different defibrillators were unsuccessful. Defibrillators would not record the pt's heart rate in the "sync" mode. Pattern was evident but would not sync. This caused a 10-15 minute delay; however, pt's blood pressure stayed above 100/systolic.